Event description:
Device #3 of 3: reference MFR. Report: 1627487-2017-04945 and 1627487-2017-04946. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted. The patient is healing well. Issue has been resolved.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 3: reference MFR. Report: 1627487-2017-04945 and 1627487-2017-04946. It was reported the patient is no longer receiving stimulation. The issue began approximately one year ago. Reprogramming initially resolves the issue but within seconds the stimulation goes away. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Procode: gzf.

Event description:
Device #3 of 4: reference MFR. Report: 1627487-2017-04945, 1627487-2017-04946 and 16272487-2017-06160. Follow up information identified an additional lead was returned to the manufacturer for analysis. Review of the manufacturer data base indicated two leads were documented as explanted in 2015 (reference MFR. Report: 1627487-2015-07416 and 1627487-2015-07417) however only one lead was explanted in 2015 and model 3169 ln# 4403830 was explanted (B)(6) 2017.